Event description:
Allegedly the anchor broke at eyelet upon insertion.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.